Manufacturer narrative:
1. DHR/bhr review (lot#4081474): 1) the products of this batch were assembled at intima ii auto line 3 in may 2024, and packaged at r240 & cfs package line in may 2024. Work order quantity was (B)(4). 2) the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications. 3) the leakage test results of 800pcs in process testing and 32pcs in outgoing testing were within the product specifications. 4) no unqualified, deviation or rework activities in the production process. 5) the septum assembly equipment without abnormal maintenance. 2. No defective samples and photos have been received for the complaint. 3. Performed septum leakage test for the retained samples of this batch, and no complaint defects are found. 4. Possible causes: 1) after the needle is pierced into the vein, there is blood at the notch of the needle. In the process of needle removal, although the perforation of the septum is closed, the blood drops in the notch will be brought out with the notch. If there is a lot of inertia in the needle removal process, blood drops will be thrown out. 2) if the patient's arm is tied tight during the puncture, it will cause great pressure in the vein, and blood will come out with the needle when the needle is pulled out, but the subsequent blood leakage will not be sustained. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. As no defective sample has been received, relevant tests cannot be performed, the root cause of leakage cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information is available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii leaked at septum the patient was admitted to the hospital for treatment of a cerebral hemorrhage. After admission, during the process of inserting an indwelling intravenous cannula on 2025-04-14, it was discovered that blood was flowing from the stopcock. After ruling out the causes and ensuring that no violence was used, a new closed intravenous cannula was immediately replaced.